Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of emboli (thrombosis), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling. The clip delivery system is filed under a separate medwatch report.

Event description:
This is filed to report the formation of thrombus during use of the steerable guide catheter (sgc).it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The posterior leaflet was restricted and the heart was rotated. The steerable guide catheter (sgc) and clip delivery system (cds) were advanced to the left atrium. The clip was positioned medial over the valve and grasping was performed, but there was no reduction in mr. A medial grasp was performed, but due to poor echo quality and heart angulation, the clip became stuck under the anterior leaflet on the medial site of the valve. The clip was successfully freed; however, resistance was felt while retracting. After the clip was freed, a small prolapse, or possible chordae rupture was observed. It was not possible to confirm what the damage was. The same clip was implanted near the damage, almost repairing it. A second clip delivery system (cds) was inserted; however, thrombus was observed in the left atrium, located where the sgc passed the septum. Act was >200. There was no need to remove the thrombus which remained stable on the septum. Heparin was given. The second clip was successfully implanted and the guide along with the thrombus was removed. The procedure was successful and mr was reduced to 1-2. The patient remained stable. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.